Manufacturer narrative:
The autopulse lifeband in the complaint was discarded by the customer and will not be returned for investigation. Therefore, a physical investigation will not be performed. Based on investigation of the returned autopulse platform, the failure during the patient event was due to displayed error messages, related to patient positioning. When an error message is displayed, the lifeband will be unable to retract. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The customer reported that during a patient event involving a 72-year-old, 81.5 kg male patient, the autopulse platform (sn (B)(6)) would not perform any compressions. No error messages were observed. The autopulse lifeband (lot unknown) would not retract. Manual CPR was performed for 37 minutes but the patient died. The patient was pronounced by the consultant cardiologist. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident and it was determined that the death was not related to the autopulse device. Please see the following related MFR report: MFR #3010617000-2024-00070 for the autopulse platform.